Manufacturer narrative:
Both the impella cp pump and data logs were returned for analysis. The data logs confirmed the clinical report of flows initially being appropriate, but then suction alarms were triggered after 8 minutes of support. The suction alarms were unable to be resolved. The pump was analyzed and broken down within the testing environment. Upon microscopic examination there was an observation made of a broken impeller blade. The root cause of the low flows and suction was most likely the result of a broken impeller blade. This failure mode will be monitored and trended. In addition, an incident investigation was initiated to address failures of the type. (B)(4).

Event description:
A (B)(6) female with a history of coronary artery disease, treated by stenting to the left main, left anterior descending, and left circumflex, 9 months prior was admitted to an outlying facility and was then transferred to a tertiary hospital for care. Upon admission to the tertiary hospital and being sent to the cardiac catheterization suite, the impella cp was placed for hemodynamic support via the right femoral artery. Within the first minutes of support, the aic was alarming for suction and the team troubleshot by removing the impella cp to look at the pump for the presence of any biomaterial and to flush it accordingly. The pump was then re-inserted and flows were seen to be less than optimal. The pump was again removed, and at this point the field representative arrived to assist the hospital team. The team chose to remove the cp and advance a new pump to position in the left ventricle. The second impella cp successfully supported the patient for the angioplasty, was weaned, and explanted. There was no lasting harm or injury from any delay in successful support initiation.